Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that there was a power on reset (por) error code seen. The therapy had stopped due to por. The consumer reported that they were getting the por message on the patient programmer (pp) and they noticed it last week when they were on a cruise and the patient¿s back was feeling bad. It was reported that the por message was an informational por. The consumer was assisted in clearing the por with the pp. The consumer also reported that the patient was experiencing a little shocking when the implant was turned on. The patient was at 1.80v. The consumer reported that after a while it went away without decreasing stimulation. The consumer reported that this is the shocks he got when turning it on and then it settled down. The consumer reported that this didn¿t happen every time. The consumer reported that the patient had an appointment with their healthcare provider (hcp) the week following the report. No further complications were reported.